Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device but was unable to duplicate the reported issue.  Physio-control advised the customer that their device is no longer supported by physio; therefore, neither parts nor service are available.   It was later confirmed by the customer that the device has been retired and removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device charged, but then dumped the charge, when attempting to shock a patient who was in ventricular fibrillation.  The customer advised that medical personnel then tried again and were able to successfully charge and shock the patient.  The device was then used the remainder of the event.  The customer advised that a backup device was not necessary. There were no adverse effects to the patient as a result of the reported issue.  No further details about the patient or the event were provided.   Physio-control has made multiple attempts to obtain additional information; however, no response appears to be forthcoming.